Event description:
It was reported that a malfunction occurred with the customer's pump, displaying malfunction code 16. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code recurred, leading to a decision to replace the pump. The customer agreed to use multiple daily injections as a backup therapy while waiting for the replacement and was instructed by technical support on how to put the pump into storage mode and return it using a prepaid label.